Manufacturer narrative:
(B)(4).

Event description:
It was reported there were episodes of non-sustained lead noise which appeared on remote follow-up. Patient was brought into clinic for evaluation when there was myopotential oversensing on the ventricular channel. Programming changes were made. The patient will be monitored with routine follow-up.